Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a stent graft procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed at the 11 o'clock position. The suture of the second prosstyle device was attempted to be pre-placed at the 13 o'clock position; however, the suture did not follow when the plunger was pushed in at a 45-degree angle and pulled out. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 18f and the stent graft procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.